Event description:
This was a regulatory authority report received on (B)(6) 2009, from (B)(6). A physician reported that a (B)(6) male used one application of biafine (trolamine) (company drug) (frequency of use unspecified) in (B)(6) 2008 (exact date unspecified), for first and second degree burns along with an unspecified amount of local corticosteroids for erythema and betadine (povidone iodine) as an antiseptic (non-company drugs) (exact frequencies, and therapy dates unspecified). In (B)(6) 2008, the pt had exanthema and eczematous medicamentous eruption. The pt was hospitalized on the same date; several cutaneous test were performed and revealed that the pt had sensitivity for biafine (trolamine) and cetyl-stearylic which is an alcohol present in a lot of local corticosteroids composition and a negative result for betadine (povidone iodine). The use of the product biafine was discontinued on (B)(6) 2008 and it is unk if product use of local corticosteroids and betadine was continued. The outcome of the events were reported as resolved in (B)(6) 2008 (exact date unspecified). This case is serious (hospitalization).

Manufacturer narrative:
The product was not returned for failure analysis/lab testing. It cannot be ruled out that the product may have possibly caused the event.